Manufacturer narrative:
On (B)(6)2021, the customer reported the patient had a new sample collected and there were questionable elecsys ft3 iii assay results tested on a cobas 8000 e 801 module serial number (B)(6) the customer reported the ft3 result to a physician who asked for a re-measurement of the sample. The patient's sample was submitted for an investigation and was tested on a cobas 8000 e 801 module and a cobas e 411 immunoassay analyzer. The sample was also outsourced and tested on a siemens centaur analyzer. No sample was available for further investigation. Refer to the attachment on the medwatch for all patient data. The customer's calibration, qc, and sample pre-analytical data were requested but not provided. Based on the available information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were requested but not provided. The patient's sample was requested for an investigation, but there was not enough patient sample left for an investigation. Based on the available data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(6). The patient's initial ft3 results were reported outside the laboratory, but the patient's physician asked for re-measurement of the sample. The patient's sample was submitted for an investigation and was tested on a cobas 8000 e 801 module, cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The sample was also outsourced and tested on a siemens centaur analyzer. Refer to the attachment on the medwatch for all patient data.